Manufacturer narrative:
The programmed movements in the primary order, refinement #1 and refinement #2 are within spark parameters. The doctor followed up on these movements appropriately, as the tooth position improves over time and changes are made to achieve treatment goals. The bone density that appeared in refinement #2 between teeth 2.2 and 2.3 is not a root exposure, it is a temporary bone tissue that forms to join two bone ends, which the doctor mentions will be removed by an operation since it is blocking the movement of the tooth root 2.2. The doctor requested the virtual extraction of teeth 2.4 and 3.8, terminal molars 1.8 and 2.8 were extracted before starting treatment. Extraction of the terminal molars is a preliminary protocol to relieve the pressure these molars produce and facilitate tooth movement and the extraction of tooth 2.4 was performed to create space for tooth 2.1. These four extractions were planned as part of the treatment plan. The implants placed in the patient, as part of the treatment plan, will be for the central tooth 2.1 and the molar 3.6. The implant for tooth 2.1 was planned from the primary order and the implant for molar 3.6 was planned in refinement #2 for a more predictable treatment. Based on this assessment, the root cause of issue was not found on the scan, anatomy and manufacturing design process. The patient has used the aligners for more than 2 years since the treatment plan was designed from the beginning to resolve a complex dental condition. The 4 extractions requested by the doctor have been performed as part of the treatment plan. The 2 implants that will be placed are to improve the patient's aesthetics and the predictability of movements. The bone density that appeared in refinement #2 between teeth 2.2 and 2.3 is not a root exposure, it is temporary bone tissue that has formed and will be removed by surgery to achieve the planned movement for tooth 2.2.

Event description:
It was reported patient had 1 tooth that came out of the root due to the treatment and had multiple extractions and implants.